Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.7cm to 6.8cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that a patient's right ventricular lead presented with noise that caused oversensing and noise reversions. The lead was extracted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.